Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 1 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 4 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 2 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
This report is being rejected because it has been identified as a duplicate of 1818910-2012-26455.

Event description:
Litigation alleges that the patient suffers from pain, loosening, and metallosis among other injuries. It is also alleged that she developed severe visual problems and periodontal disease.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 5 is being submitted to fill the gap in report sequence numbers.